Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at an ideal depth within the aortic annulus. The valve was released from the delivery catheter system (dcs) and remained in the placement location when the dcs was withdrawn. Following implant of the valve, fluoroscopy identified that the valve had moved toward the ventricle, resulting in moderate paravalvular leak (pvl). It was reported that there were no outside forces that contributed to the valve movement. A second transcatheter bioprosthetic valve was placed valve-in-valve. No adverse patient effects were reported.